Manufacturer narrative:
Review of DHR for lot 17095864 revealed no anomalies that were considered potentially related to the reported complaint. Cerebral hemorrhage, associated with damage to vessels, is a known potential adverse event associated with the use of interventional catheters and is listed in the IFU as such. All products undergo a 100% inspection prior to being released for sale; there is no evidence of a manufacturing issue related to this complaint. Review of the available information suggests that intra-procedural and device manipulation factors may have contributed to the reported event. (B)(4).

Event description:
The contact from the facility reported that during stent-assisted coil embolization with an enterprise vrd (enc403000 / 10521473) through a prowler select plus (606-s255fx / 17095864), the patient suffered a hemorrhage. The embolization was for a ruptured aneurysm that was saccular-shaped and blister-like at the left internal carotid artery. The patient's vessels were not calcified but level of the tortuosity was unknown. The maximum diameter of the aneurysm prior to the procedure was 1.8mm. The neck to sac ratio was 3.8:1.8mm. The proximal diameter of the parent vessel was 3.8mm, and the distal diameter was 2.8mm. The jailing technique was utilized for the embolization. A 6fr guiding catheter by unspecified manufacturer and a scepter xc (terumo) were used for this procedure. Prior to the event, 1x presidio coil (pc4100412-30 / c22919) had been implanted into the target aneurysm. After the complaint, vrd was successfully deployed from the middle cerebral artery to internal carotid artery-c2 segment, the physician used the pull-push technique to jack-up the implanted coil. However, while applying the technique the vrd marker migrated into the false lumen, and the false lumen got expanded in the process. The patient suffered a massive hemorrhage. The microcatheter was mistakenly guided to the false lumen with the guidewire but no specific microcatheter device issue was mentioned. This may have occurred because the coil may have obstructed the view in the angiography when the microcatheter was guided to the parent artery since the coil was detached in the parent artery. The guidewire may have punctured the parent artery. The stent fully expanded however it was not apposed to the correct vessel wall since it deployed in the incorrect area. A craniotomy procedure was performed due to the issue. Due to the event, the procedure was delayed for 40 minutes. The patient's condition was currently unknown at the time of the initial contact, and the follow up with the physician will be conducted to gather further details. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the products prior to the event. The complaint devices are not available for analysis. No further information is available for now.